Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose was 360-361 mg/dl. The customer acknowledged the alarm, straightened infusion set tubing, and resumed insulin delivery.